Event description:
The customer reported that their bedside monitor (bsm) is showing up at the central nurse's station (cns), but they can only see the ECG number reading but no ECG waveform. The customer confirmed that this bedside is locally filed. No harm or injury occurred. No events were missed.

Manufacturer narrative:
No events were missed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device was used in conjunction with the cns: bsm: model #: bsm-6301, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.

Manufacturer narrative:
Complaint details: customer reported that the bsm is showing in the cns, however, they can only see the ECG numerical data but no ECG waveform. During troubleshooting, it was identified that the incorrect lead was selected in the displayed waves settings. After the correct lead was selected, the issue was resolved. Investigation summary: based on the available information, the most probable cause of the issue is incorrect settings. Per operator's manual for cns-6201, waveforms/parameters may not be visible on the all beds screen if the currently measured lead/label is not set to be a displayed parameter. If the user had monitored the lead monitoring the ECG, the issue would have not occurred. No corrective actions would be performed at this time.

Event description:
The customer reported that their bedside monitor (bsm) is showing up at the central nurse's station (cns), but they can only see the ECG number reading but no ECG waveform. The customer confirmed that this bedside is locally filed. No harm or injury occurred. No events were missed.